Manufacturer narrative:
Update august 8, 2016: reopened complaint document to conduct device history record review per request from canada. Review of the device history records for product code 150610004, lot number 8207709 did not reveal any related manufacturing deviations or anomalies. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The received device was forward to commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. With the information provided, the cement not bonding to the tibial tray can be confirmed, but the root cause of the intra-operative cement adhesion complications cannot be definitively determined. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6) 2025.

Event description:
During total knee, the surgeon cemented the components with his usual technique. As he usually does, he checks the stability of the knee with the trial insert in (approx. 11 min on cement clock) and noticed motion in the tray. He tried to apply pressure until the cement fully cured to see if it would bond but there was fluid seen in between the cement and the tray and this did not work. Once the cement hardened, he checked the stability of the tray and it slid out of the tibia, easily and completely clean of any cement. Cement had not bonded with the metal component at all. Hhe recut the tibia to remove the cement mantel from the proximal tibia and re-cemented with a new tray to complete the surgery.